Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 197 mg/dl. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.